Manufacturer narrative:
(B)(6). Product event summary: the balloon catheter, 2af283 with lot number 68133, and data files for the date of the reported event were returned and analyzed. The data files do not show any system notices. Visual inspection of the catheter showed that the catheter was intact with no apparent issues. The catheter failed the deflection test; the deflection to the back of the lever was not working. The catheter also failed the performance test due to a 50005 system notice indicating ¿liquid detection¿. Dissection of the catheter revealed a pull wire broke at the pulley inside the handle and a guide wire lumen breach at 0.4 inches from the proximal end. In conclusion, the reported deflection issue was confirmed through testing. The catheter failed the returned product inspection due to a pull wire broken at the pulley inside the handle and a guide wire lumen breach. (B)(4).

Event description:
It was reported that during a cryoablation procedure, after some ablation applications, there was a problem with the steering of the balloon catheter deflection. The case was aborted; however the patient was not under general anesthesia. The balloon catheter subsequently tested out of specification per the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.